Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attended cabrini for an MRI. A bipolar group creation was requested, thus the creation of group b was made. The first step was to change the amplitude mode from voltage to current. Then the stimulation was switched back on, which displayed an oor (out of regulation) warning. Then the lead was programmed and there was another oor warning at 0.1 ma. A slow increase was performed to reach the target amplitude. This happened for the right hemisphere when going from 0 to 0.1 ma. The target amplitude was successful, however, only because the increase button was pressed very slowly. No factors were known to have led or contributed to the issue. The impedance test displayed all impedances were within range. The issue was resolved at the time of the report. Additional information was received indicating a new group in cc was successfully created and programmed to the patient in bipolar mode, hence the report showing two groups in the cc. However, in creating that new group, an oor was saw several times. Once was when they were switching the ins back on and the second time was when increasing the amplitude from 0.0 ma to 0.1 ma and then several times after that as increased slowly.